Event description:
Boston scientific received information that during a follow up visit, this left ventricular lead exhibited increased thresholds. A chest x-ray was performed and confirmed that the lead had dislodged. A revision procedure was performed; the lead was removed and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
A new left ventricular lead was successfully implanted. The explanted lead was not returned to boston scientific; therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.